Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during procedure, it was noted that during injection and extraction of the syringe, the seal biopsy valve detached from the scope and sprayed fluid from the syringe and gi tract to the staff assisting the doctor. Reportedly, the staff was wearing standard personal protective equipment, no issues were noted and there were no further actions taken by the staff. The procedure was completed using the original device. There was no serious injury nor adverse patient effects reported as a result of this event.